Event description:
Hospital reported the pumping segment ballooned at the start of a chemo infusion of cytarabine. The pt is an adult male with a double lumen PICC line. He was on his 5th day of a 7 day chemo regimen. The night nurse gave the pt zofran (pre-med for nausea) via one of the PICC lumens which has normal saline infusing at 100ml/hr. She also drew labs via that same PICC lumen. The pharmacy prepared the cytarabine line, so the tubing was already primed. Their practice is to hang a gravity IV set line with normal saline with chemo. The gravity set has 3 ports and this line was attached to the other PICC lumen. The chemo (cytarabine) is y'd into the lowest port on the gravity saline line closest to the pt. The normal saline line is kept off unless a reaction occurs. The cytarabine primary line was loaded into the pump module and programmed. The pump was started and shortly it alarmed for occlusion. While trouble shooting the nurse opened the pump module door and saw a huge bubble at the top of the pumping segment. The tubing then exploded where the bubble was. The tubing disconnected from the upper fitment causing the chemo to free-flow. The chemo got onto the nurse and the pt. The leaking was stopped. The pt was put into the shower. The nurse cleaned off her skin that was exposed and changed clothes. It was thought that maybe the pt's intrathoracic pressure is high which might be a factor in the event. Their occlusion setting is at 10 psi. There was no pt or user harm and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of pumping segment ballooned could not be confirmed due to the product was not returned for failure investigation. The root cause of this report was not identified.